Event description:
Additionally, the patient was seen 6 days after treatment and symptoms have resolved 100%. Patient continued with prednisone to make sure symptom does not returned.

Event description:
Healthcare professional reported injecting a patient in the m1 (exceeded nl3 region a bit), m2, m3, c6, jw4, jw3, jw1, and jw2 with 2 syringes of juvéderm® volux¿. The patient was disinfected with chlorex prior and during treatment. A couple of days later, the patient began to feel ¿swollen¿ at the injection sites but worse in the bilateral mouths, more on the left than on the jaw and reported it a week later. On the left nl3-m1 region, the patient had a ¿large, painful, but not fluctuating, red nodule,¿ with ¿1.5 x 1 cm¿ dimensions. The redness descends a little in the m2 and m3 region. The healthcare professional specified that ¿it¿s more a feeling on part of the patient.¿ the patient also experienced ¿itching¿ and ¿discomfort, with more frank pain¿ in the region of the large nodule. The healthcare professional noted that ¿the nodule could still be an abscess,¿ but found it unusual that the patient ¿feels swollen in all the areas that have been treated, and not just at the level of the abscess.¿ the patient was treated with prednisone 50 x 7 days and 25 x 7 days along with duricef® 1 g bid x 10 days, and reactine® x 5 days. The event is ongoing.

Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.